Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.     Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damaged occurred. The 99% stenosed target lesion was located in the moderately calcified and severely tortuous coronary artery. A 28 x 3.50mm promus premier¿ stent was inserted however advancing difficulty was encountered. The device was removed from the patient and it was noted that the proximal side of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.